Event description:
Reporter stated that the dr had knowledge that the pt's capsule had a tear in it prior to insertion of a one piece silicone intraocular lens model aa4204vf but thought the bag would support the lens. The dr had to enlarg the incision to remove the lens and performed a vitrectomy and put in an anterior chamber lens and placed a suture.